Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient expired following a cerebrovascular accident and failure to thrive. Additional information was requested from the hospital staff; however, none has been provided.

Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted. A root cause for the reported event and a correlation to the device could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 11 months.the pump was not returned for evaluation, as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.